Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a keypad. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad inoperable', which was reproduced during service. Evaluation found keypad does not respond to input correctly. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. There was no known patient injury, or medical intervention associated with this event. No additional information is available.